Event description:
It was reported to philips that the device's battery pack is broken. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pins 7 and 8 on the j2 connector was found damaged.

Event description:
It was reported to philips that the device's battery pack is broken. There was no patient involvement.